Manufacturer narrative:
D2/g5: please note that this device was used in an off-label manner as it was implanted for dystonia. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a hcp. It was reported that the patient's ins was charged to 50% on july-23rd, which was confirmed with the programmer and the recharger, and stimulation was then turned off. After 7 days the ins was checked again and the battery was at 0%. The patient confirmed that stimulation was off for the 7 days. The ins was charged again and stimulation was turned back on.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's recharger was not charging the ins. The issue occurred through normal use of the device. When troubleshooting was performed and the recharger was plugged into the wall the display was full of signs. The patient's recharger was replaced and the issue was resolved. There was no patient impact reported. Additional information was received indicating the patient's recharger was taking a long time to charge. The issue occurred through normal use of the device. The recharger was replaced and the issue was resolved. There was no patient impact reported. Additional information was received. It was reported that the patient had poor coupling, just 2 boxes, since implant. It was noted the implantable neurostimulator (ins) was implanted in the belly of the patient. The patient previously had a non-rechargeable device, and the same pocket was used for the rechargeable ins. The physician tightened the pocket size at the replacement surgery. It was noted the patient was skinny and when palpating the ins pocket, it was not moving and it was not possible to put out any edge. The patient used the belly belt and adhesive discs to recharge, which did not improve coupling. The previous two rechargers were replaced as they showed poor coupling, but the patient still had poor coupling with the third recharger. The physician planned to check CT scans to look for pocket problems. No revision was possible at this time due to covid-19 and health of the patient. Additional information was received indicating the results of the CT scan was unknown because the hcp did not have time to investigate. No further actions were planned.